Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. The reported event was confirmed during the evaluation step of the complaint process. Specifically, the error message of the customer could be confirmed. No image is available. The camera cable was found to be broken. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A review of the IFU was performed and it was confirmed the IFU gives instruction for proper handling of the product. This may prevent the discrepancies of damaged the camera cable. Specifically the IFU states; never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. A review of the DHR was performed and there were no issues found within the record associated to the reported event. A root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. The most likely cause of the camera cable being broken was due to unexpected stresses on the cable caused by the user's mishandling of the product, this in turn would cause no image due to poor communication.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the inspection, the endoscopic image disappeared. The user found that the camera cable was broken. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.